Event description:
In 2009, the pt's daughter reported that the pt had been experiencing low blood glucose and issues with bolus delivery. The pt was not available to provide details at the time of the initial report. Later the same day, the pt stated that he has been experiencing ongoing low blood glucoses since the month prior. He stated that on that morning, his blood glucose lowered to 34 mg/dl and he lost consciousness and fell in the bath tub and vomited on himself. His daughter assisted him with treating low blood glucose and "dumped water on him." The infusion device was exposed to water and vomit and was cleaned. The pt's target blood glucose level is 100 mg/dl. The pt does not attribute low blood glucose that day, to the infusion device. He stated it was a "fact of life" and "these things happen." After this event, the pt began to experience issues with bolus delivery. He stated he "doesn't know how to explain it but they are related." He stated that the multi-wave bolus function delivers all at once and he has delivered the incorrect amount of insulin due to this. He "double-dosed" his insulin and he treated himself by eating an orange and drinking soda. The pt was instructed to perform a multi-wave bolus to verify the steps and the check button would not respond. The check button functioned properly when verifying cartridge volume and when accessing the standard bolus feature but it would not function while accessing the extended bolus or multi-wave bolus screens. He stated that the extended bolus feature works "somewhat." The pt was using a lithium battery and he was advised to only use alkaline batteries. He was advised to switch to his backup infusion device. Product was replaced and requested to be returned for eval.